Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. The blood glucose was unknown. The customer stated that the size of the air bubble was bigger size. The customer stated that the were unable to remove the plunger rod. The device will be returned for the analysis.